Event description:
The user facility reported that a 58-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues with their device. The device was pulled back into the aorta by the patient who had been recovering from extended sedation. An echo was used to confirm that the pump was in the aorta. The patient was stable so the pump was put on p-2 and left in the aorta until it could be removed. There was no harm reported to the patient.

Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. Based on the clinical information received, the root cause of the positioning issues was determined to be patient movement as the patient's hand got caught in the three-point fixation. This report is being filed as part of a retrospective review of historical records.